Manufacturer narrative:
The t:slim x2 g5 pump user guide states: if you select change cartridge from the load menu but do not complete the process within 3 minutes, the incomplete cartridge change alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to user error, the customer delivered a bolus of 15 units and experienced a low blood glucose (bg) level of 40 mg/dl. Glucose tablets were consumed to treat the low bg level. Tandem technical support educated the contact regarding on the maximum bolus settings.